Manufacturer narrative:
No further information was received for the investigation. The cause of the event could not be determined.

Event description:
There was an allegation of questionable calcium gen.2 and glucose hk gen.3 results from the cobas 8000 c702 module for two patients. Patient 1's initial calcium result was 3.3 mg/dl. The repeat result on another tray was 9.62 mg/dl. Patient 2's initial glucose result was 4 mg/dl. The repeat result on another tray was 93 mg/dl. The samples were repeated because the initial results were inconsistent with the patient's clinical status. The repeat results were deemed to be correct.

Manufacturer narrative:
The calcium gen.2 reagent lot number is 858783, and the expiration date was not provided. The glucose hk gen.3 reagent lot number is 869383, and the expiration date was not provided. The investigation is ongoing.